Event description:
Nurse went to change out lines, when she opened up the pump, she saw fluid on the machine. She noticed a hole at the top of the tubing. D5 1/4ns with 20meqkcl was being infused. No patient injury occurred. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4).